Event description:
(B)(4). The doctor told me was a safe procedure but after the insert of the essure I pass out because of the pain, after that I been experiencing back pain, hip pain, painful intercourse, sharp staving in my pelvic area and itchy bumps in my arms, in the past year I also had to vaginal infections and a lot of headaches and mood swings. I have to add that I just have one coil insert because the doctor couldn't put the other one.